Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the spring of the system capturing the suture broke while using the plier. No pieces broke inside the patient. No patient injury or significant time delay reported. There was no backup device from smith and nephew to complete the procedure.